Event description:
It was initially reported by the nurse that the pt had passed away recently. F/u with the nurse revealed that the pt was found dead in her apartment and the cause of death appears to be a natural death. There were no reports of a sudep, but he suspects that it was likely a sudep. He did not believe it was related to vns as there was no documentation of vns relationship and death certificate stated that the pt died of natural cause. No autopsy was performed and the pt was last seen in his office on (B)(6) 2010. Diagnostics were performed on (B)(6) 2010, and there were no indications of signal impedance or battery failure. The device was functioning within normal limits.